Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown implant dall miles cable was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the implant instrument devices. It was reported that the patient's left hip was revised due to non-union of a periprosthetic fracture distal to the tip of the femoral stem. The stem, head, liner, locking plate with 13 screws, and 5 dall-miles cables were revised. Rep provided usage sheets. Rep also confirmed that there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.